Event description:
Nurse rptr stated that he had done a meter to lab test comparison during pt's routine visit to dr's office. Pt brought his meter in; reading (capillary) of 470 mg/dl, and (venous) lab test result of 270 mg/dl. Tests were done within mins, fasting. No symptoms were reported. On followup-, a lifescan rep spoke to the pt, who did not remember any specific numbers on tests. Stated that a meter to healthcare professional meter test was also done and nurse had difficulty obtaining sample. He recalled that his meter read highter, and healthcare professional meter matched lab result. No control testing had been done.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8